Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. There was no reported adverse impact to the customer related to the reported issue. Reportedly, the customer's body was obstructing the connection between the transmitter and the pump. The customer moved the devices so that the body was no longer obstructing the connection and sensor glucose readings were displayed again.